Event description:
During the preparation, when flushing deployment sheath with saline solution, the physician found the distal tip of deployment sheath got deformed like an accordion. Another angioguard was used without incident, and the procedure was completed successfully. The device was received for analysis and after review, based on preliminary analysis, stretched distal end (at 3.5cm) was identified. Therefore, this file was redetermined to be reportable based on significant preliminary analysis findings.

Manufacturer narrative:
While flushing the deployment sheath during prep with saline, the physician found the distal tip of the deployment sheath was deformed like an accordion. Another product was used and the procedure was completed successfully. The device was returned for analysis which additionally confirmed that the distal tip was stretched and the core wire was fractured. It was reported that the device was not clinically used; however, dried blood like material was noted on the distal tip wire. With the limited amount of info available, it is not possible to draw a clinical conclusion between the device and the event. However, user handling and procedural factors may have contributed to the reported event. During the visual inspection, bends/kinks were found on the wire. The core wire was fractured and the coil was found stretched. Per facility, report c 6,911: a review of the device history records (DHR) indicates this packaging lot consists of 119 units from one assembly lot of ecgw devices and one lot of deployment sheaths, final inspection tested and deemed acceptable for shipment by facility, in 2008. Except for the bend/kink damage to the specimen from the proximal aspect of the core wire fracture to a point 301.00cm from the distal tip, a fracture of the core wire at the distal end of the flattened region with concurrent coil stretching and the distortion presented by the large diameter portion of the deployment sheath, the specimen device and sheath appears visually and dimensionally correct. All joints appear to be intact by non-destructive pull testing. The complaint narrative describes the event as; "during the preparation, when flushing deployment sheath with saline solution, the physician found the distal tip of deployment sheath got deformed like an accordion. Another product (same size, lot unk) was used and the procedure was completed successfully." The distal tip coil region presents apparent dried blood-like material. The damage to the specimen ecgw device is not discussed in the complaint documentation, but appears to have been incurred during the attempted clinical use and subsequent handling. The large diameter portion of the deployment sheath does present distortion; such as incurred by axial compressive loads. The distal blended hdpe/ldpe tip region of the deployment sheath has a wall thickness of approximately .003". As such, this material is easily deformed by any outside load (such as pinch or bending loads), additionally this material has little column strength; the strength of this design is in retaining the internal side loads (loads pushing outwards sideways from inside the sheath) such as holding the filter in place as the filter struts are trying to expand. When tested for docking function using proper technique, it is possible to obtain proper seating of the specimen ecgw filter assembly within the large diameter region of the deployment sheath with no noticeable difficulty, demonstrating, that the distortion present in the sheath had no adverse effect to the functionality. Subsequent deployment of the filter from the deployment sheath presents no discernable issues; again demonstrating that the distortion present in the sheath had no adverse effect to the functionality. A review of the DHR and analysis of the specimen device do not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. Handling and procedural factors appear to have impacted on the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited info provided by the supporting documentation.